Event description:
Please, please help women and girls. I have a website up that my lawyer put up when I sued this company for breach of common decency since lawyers told us it would take a war chest to even start a class action on this product. I turned my case over to the state and have heard nothing more. I know that the other cases, filed by the state were gagged, and in preliminaries. It is a shame when a company has the power to go on killing and maiming because they have the lawyers to do the dirty work of keeping the realities from the people who need to know. I have recently been contacted to sell this website domain. I told them that if they could pay me for what it cost to lose my life, and to suffer as I have, and to pay my two sons for the realities they have had to live with, we could negotiate. I heard nothing more. I met a woman at a health fair, from FDA, she told me to contact you when I asked if a new administration was likely to deal with the reality of tss> toxic shock syndrome. I met an FDA person at a health fair and asked is this product going to be investigated. I read your info on internet myths, it has nothing to do with the disease I had and somehow managed to survive. I sued and was paid for dying, but somehow lived, it has not been fun. I got uterine and endometrial cancer and still have a very large number of tumors related to the cancers which I was told were an expected result in someone who survived tss caused by super tampons. I have a federal court judgement and a superior court settlement that are related to that product and the life long and permanent brain injury from a staph infection of that category. I was contacted by friends in 2005 when the new cases began to be reported, I could not get anyone to help, proctor and gamble, against a federal court order to never distribute, manufacture, advertise a similar product without an open federal court hearing had bought the tampax corp to sell what they self described on their website -as I investigated the one new article I had been sent- I had tss, I met other victims of tss, the national organization of women told me that they were getting calls almost daily of deaths and horrible disabilities such as mine, but had been told the FDA was not taking reports because it was not a reportable disease. I had passed half the state bar when I got rely in the mail. I also got sick and it took eight years for me to walk and talk well enough to walk hot horses for my younger son who was becoming a horse trainer and had to take me to work because I got lost if left alone, I had finally learned to walk well enough to get far enough from home that the neighbors would not see me and get me back home. This product for whatever reason, I do not know, causes staph infections to grow and fast. I know that I saved my own life because I had a habit if I got diarrhea I would change to pads and go to bed, after a shower when I got home. This is a deadly product. I have seen a young woman go into the restroom at the track, may be to change her tampon. She took a horse out to exercise it and as she came back, less than one hour later, she stumbled off the horse and was dead before the ambulance arrived. Now told me of many similar cases, one was in the paper, a young cheerleader, out in the field, she started feeling sick, and then died on the field. Another case now told me of was a young mother that had lost both her legs after a lengthy hospital stay. This is a deadly device. The lawyer, my settlement lawyer, wrote a book about tss. My sons wrote to every talk show host they could think of to tell them about their lovely experience of being homeless and trying take care of a horribly disabled mother. They got a small number of form letters saying they could only deal with important issues. One of those programs had "does your microwave popcorn pop the amount it states on the side of the bag" on the day their letter arrived. My younger son wrote a scathing letter to the show. An editor called him and told him he would lose his job if they knew he contacted him, but that was the biggest advertiser for the network and they had signed contracts that said they could not have anything to do with negative issues for that company. Very nice. They ruined other companies on that show, but did not even save lives if it involved their own advertisers products. This is serious, and needs to be dealt with. Having suffered a disease that most days I say, what are they going to do to me to punish me for talking against a gag order, kill me, it would be a real testing and real research were done, maybe there is some way to salvage the product, it surely did what it said it would do, which was stop leakage on high flow days, unfortunately it also was the cause of a horrifying disease that often is deadly according to the info coroners and now that I informally surveyed have told me. I do not even hate proctor and gamble any more. The reason I feel we need a foundation for corporate responsibility is to help companies get products out with more watchdogging, and less liability. However, as it stands, p & g knew this product was killing, knew they were forbidden and at least 20 lawyers have copies of the order, even though FDA was unable to find it, in a search I paid for in 2005-.